Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. The exterior of the sample did not show any evidence of a failure that would support the reported event. Evaluation found that the catheter can be inflated without difficulty. The catheter was dissected and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "recommended inflation capacities: 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities." (B)(4).

Event description:
It was reported that the balloon would not inflate. Instead, the area around the "y-connector" of the foley began to inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate. Instead, the area around the "y-connector" of the foley began to inflate.